Manufacturer narrative:
(B)(4). (B)(6). Concomitant products: dilatation catheter: nc trek 3.25 x 15mm. Other: aspirin, clopidogrel. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a dissection occurred during the coronary stenting procedure. The 3.5x23 xience alpine stent was implanted in the predilated, mid right coronary artery. No treatment was given and the condition resolved. After the stent procedure, the creatine kinase mb level had increased to 9.2 from 0.8 ng/ml; the normal upper limit is 4.9. There was no chest pain reported with this cardiac enzyme elevation and no treatment was given. The condition resolved. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.